Event description:
Related manufacturer reference number: 2017865-2024-42431. Related manufacturer reference number: 2017865-2024-42435. It was reported that the patient presented in clinic with an infection. On (B)(6) 2024, the physician explanted the pacemaker, the right ventricular (rv) lead, and the atrial lead. The patient condition was stable.